Event description:
Device 2 of 2. Reference MFR report # 1627487-2010-02091. The patient received her scs system consisting of two leads and an ipg on an unknown date. The leads were implanted in the occipital area (off-label placement). It was reported that the patient stated the system never worked for her and she requested the system be explanted. The system was explanted on (B)(6) 2008. The explanted devices were returned to ans for evaluation. No further information is available.

Manufacturer narrative:
Device 2 of 2. Evaluation: method - the device history and sterilization records were reviewed. Results - the device history and sterilization records reviewed were found to meet specifications and no anomalies were found. Conclusion - the cause of the reported complaint could not be determined from the review of the DHR and sterilization records. Ans has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Ans defers to the patient's physician regarding medical history.